Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 300 mg/dl while wearing the pod for approximately 24 to 36 hours. Upon removal from the infusion site (hip/buttocks), the pod¿s cannula was found to be blocked with blood and bent. Bleeding from the infusion site was present.

Manufacturer narrative:
Inspection of the device found no problems that would result in an obstruction of fluid flow through the fluid path. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. No blood was observed on the device, and no damages were observed that would contribute to the reported bleeding/bruising event.